Event description:
It was reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with another device during the same surgery.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with another device during the same surgery. This report is submitted on 2 november 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.